Manufacturer narrative:
(B)(6). The device was manufactured august 24, 2017 ¿ august 26, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor balloon ruptured. The event occurred during compounding and the reporter felt ¿the material of the pink cap on top of the device looked flimsy¿. There was no patient involvement. No additional information is available.